Event description:
The customer called for help with her meter. While troubleshooting, she performed a control test and received a reading a result of 196 mg/dl. The normal control range was 100-138 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.